Event description:
It wasreported that the left ventricular lead was programmed off due to phrenic nerve stimulation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.